Event description:
It was reported that the insulin pump had a broken case near the battery compartment. The caller did not know the blood glucose reading and stated that the battery tube threads were broken. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners, which were noted during a visual inspection. A bleeding lcd glass was observed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.